Manufacturer narrative:
Follow-up #1 date of submission 05/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no damage to the keypad. Testing confirmed that contrast button was intermittently unresponsive and all other buttons responded appropriately. Evaluation revealed there was contamination under all button contacts. Unrelated to the complaint, the battery compartment was cracked from the threads to case seal. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Investigators opened the pump and corrosion was found on power circuit, forces sensor plate, and vibrator. There was moisture in pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).